Manufacturer narrative:
The pump had unresponsive buttons due to an unlocked keypad connector at the lcd board. Unable to perform the displacement test due to the unresponsive buttons. The pump also had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corners. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's sister reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 462 mg/dl. Troubleshooting for keypad anomaly was performed and customer advised the esc button does not work. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.